Event description:
It was reported during a radical prostatectomy procedure the vascular stapler was placed around dorsal venous complex. It was held closed for 30 seconds prior to firing. When fired, the stapler was held in situ for another 15 seconds. When released it was found that the staples had not formed around the pedicle. Some of the staples were still stuck to the staple drivers, and when the head of the stapler was dipped in a jug of water a large number of loose staples (in formed b shape) were displaced and left in the bottom of the water. Case completed using ties and ligaclips.